Event description:
Patient had hickman catheter implanted on (B)(6) 2016. Patient was complaining of pain under skin at insertion site. Catheter was removed on (B)(6) 2016 and a split was noted below the cuff.